Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm, which occurred on the homechoice (hc) machine during use during dwell 4 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp stated that one connection was not tightened fully. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.